Event description:
It was reported that malfunction alarm code 9 occurred on pump without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, and successfully reset pump with assistance, and no additional outcome details were reported.